Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/10/2020. H3 device evaluation summary: an unopened sample of product code vcp741, lot # phbbjdc0 was received for evaluation. The complaint sample was not received for evaluation and the code is multistrand count. During the visual inspection of the unopened sample, no defects were found on the package. The sample was opened and contains eight strands. The swage and attachment area of all needles were noted to be as expected. No needle breakage was observed. The sutures were dispensed without problems and examined along of the strands and no defects were observed. Also, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance breakage needle were found. H3 device evaluation summary: a suture needle was submitted for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode the evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. A cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot phbbjdc0, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the needle broke inside the patient's vaginal cavity. The scrub nurse had the small end of the needle with the thread attached, while the surgeon confirmed the sharp long end of the needle was inside the patients vaginal cavity. The end of the needle was located by the surgeon without the need for x-ray intervention. The needle was removed and both ends of needle compared with full needle to confirm that there was definitely no pieces left inside the patient. There were no adverse patient consequences reported. No additional information was provided.